Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by john b. Meding, lindsey k. Meding, e. Michael keating mdmichael e. Berend. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "low incidence of groin pain and early failure with large metal articulation total hip arthroplasty," which aimed to assess hip pain, function, osteolysis, and complications in patients with large-diameter metal-on-metal tha. Eight patients identified in the article expired prior to the two year follow-up. There has been no further information provided.